Event description:
A malfunction alarm was reported, specifically indicated as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. Customer had no backup therapy available and planned to contact their healthcare provider.